Event description:
This ra lead was implanted on (B)(6)2008 and remains implanted at this time. A call was placed to technical services on (B)(6)2018 stating that there was an intermittent out of range atrial lead measurements with inappropriate mode switches showed on this lead. Patient only paces around 2% of the time. No programming changes made. Capture was appropriate and physician notified. The physician was dr. (B)(6) at (B)(6) medical center . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).